Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error 63 or pump error 4 alarms during testing however, pump error 63 alarm (variable oe) and pump error 4 alarm are found in the downloaded history files due to hardware error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failures alarm and a the motor arm cannot communicate with the main arm alarm. The customer¿s blood glucose level was 7.7 mmol/l at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The customer stated the insulin pump did not pass the self-test. The device will be returned for analysis.